Event description:
The customer reported via phone call that they had multiple failed battery test alarms on their insulin pump. Customer also reported they would receive a blank display after the replacing the battery. The customer has tried 6 different batteries, but the issue persisted. The customer's insulin pump currently had a blank display. Customer's blood glucose was 206 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer was unable to retrieve their display with a new battery insertion at end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery or low battery alarm during our testing. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.